Manufacturer narrative:
The returned device was evaluated. During evaluation a weak solder at grounding pin where power entry module meets system board was found; however it does not appear to effect the functionality of the device. The reported issue was unable to be confirmed and the device passed all functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device intermittently turns off. No consequences or impact to patient were reported.